Event description:
It was reported that the subject device had one of the two springs and its metal bar bent. Per the report, the issue found prior to examination . There was no patient involvement on this reported event. No harm was reported.

Manufacturer narrative:
The subject device is expected to be returned , however, has not yet been received for evaluation. A supplemental report will be submitted upon completion of the investigation or any additional information provided by the user facility.

Event description:
It was reported that the subject device had one of the two springs and its metal bar bent. Per the report, the issue found prior to examination . There was no patient involvement on this reported event. No harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated field: d4, d8, d9, g3, h2, h3, h4, h6 and h10. The device was returned for evaluation and the customer's allegation was confirmed. Due to deterioration of coupler stopper, the coupler rattles. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): in the product label it is stated: ¿after connection, ensure that the endoscope is firmly fixed to the camera head, without any looseness. A loose connection of the endoscope to camera head may cause interference on the endoscopic image under observation¿. ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.